Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states user smelled a burning smell and motor completely stopped. He said it does not move, does not make any noise and he said it gave a 5 flash. MDR filed.